Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network cable was plugged into the wrong port on the station and cables needed to be reseated. A field service engineer worked with the customer to reseat the cables and plugged the network cable into the correct port and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility name - (B)(6) hospital.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was down and experienced a communication error. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.